Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited pacing inhibiton. A revision procedure was performed where the lead was surgically abandoned due to a fracture. No additional adverse patient effects were reported.